Event description:
It is reported that the articular surface would not engage to tibial component after numerous attempts. The surgery was completed with another articular surface.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: difficulties inserting the articular surface have occurred when the device is not correctly placed or oriented before pushing it using the inserter instrument. No devices or photos were received, making it impossible to determine the cause of this particular reported event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.